Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Performance data was reviewed. An alert/notification settings issue was not found within the investigation window. The allegation was undetermined. However, a cgm accuracy issue was found in connection to the reported allegation. The probable cause of a cgm accuracy issue could not be determined via data. Data investigation shows cgm read 39 mg/dl (2.2 mmol/l) at 12:12 pm on (B)(6) 2024 and fs read 198 mg/dl (11 mmol/l) at 12:15 pm on (B)(6) 2024. Inaccuracy is 80.30% with a point difference of 159 (8.8). The complaint of inaccurate readings was confirmed. No injury or medical intervention was reported.